Event description:
As reported by the affiliate, the smart control was retrieved from the patient without placement, and it was noticed that the distal tip of the smart control was frayed. There was no patient injury reported. The patient's age and gender were unknown. The target lesion was the right superficial femoral artery. It is unknown if the lesion was a de novo, but was moderately calcified and moderately tortuous. There was 100% stenosis. The length of the lesion is unknown. The products were properly inspected and prepped and no anomalies were noted. A contralateral approach was made from the left femoral artery. The target lesion was crossed with a guidewire (treasure xs), and pre-dilated with balloon catheters (bandicoot 3.0/40mm), and then, a stent (smart control c06100m) was placed without difficulty. Then, a smart control (c0780sl, 7.0/80mm 80cm: complaint product) was delivered to place proximally next to the smart control (c06100m) for additional stent, but the distal tip of the smart control became caught in the vessel while it was being delivered to the lesion, and it could not be delivered to the lesion. Therefore, the smart control was retrieved from the patient without stent placement, and the distal tip of the smart control was confirmed to be frayed. A new smart control (c07080m) was placed. The procedure was finished successfully. There was no patient's injury reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant devices: inflation device: st. Jude medical's. Gw: tresure xs, chevalier universal. Bc: bandicoot3x40mm sterling 5x40mm. Sheath parent 6f. Stent: smart control c06100m, c07080m.

Manufacturer narrative:
As reported the smart control delivery system was retrieved from the patient without placement, and it was noticed that the distal tip was frayed. The target lesion was the right superficial femoral artery. It is unknown if the lesion was a de novo, but it was moderately calcified and moderately tortuous with a 100% stenosis. The products were properly inspected and prepped and no anomalies were noted. A contralateral approach was made from the left femoral artery. The target lesion was crossed with a guidewire, pre-dilated and then a smart control was placed without difficulty. An additional smart control was intended to be delivered proximally to the first smart control; however, the distal tip of the sds became caught in the vessel while it was being delivered to the lesion. Therefore, the sds was retrieved from the patient without stent placement. A new smart control was then placed without reported difficulty and the procedure was finished successfully. There was no patient injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will